Event description:
It was reported that a malfunction occurred on the pump, identified by a malfunction code. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided information to reset the pump and assisted the caller in doing so, after which the issue did not recur. The customer was advised to continue using the pump and to contact technical support if the problem reappears.